Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and verified the reported issue. Upon evaluation the therapy cable accessory was determined to be the cause of the reported issue. The therapy cable accessory was removed from service and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was observed intermittently showing ECG when paddle leads selected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.